Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device will automatically turn off without being touched. The user stated they would continually hit the "abort" button to continue using it. The device was in use on a patient at the time of the event, however no patient or user health consequences or impact was reported.